Event description:
It was reported that during a laparoscopic procedure, a boo sound was heard when a forceps was removed from the device. The abdominal air pressure was 10 mmhg/min and high flow. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with cap/base of the sleeve assembly separated; the posts and holes were noted broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received with cap/base of the sleeve assembly separated; the posts and holes were noted broken and cracked. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).